Manufacturer narrative:
One device was received for evaluation. Visual inspection found a chipped top case, and a cracked plunger case. A travel course error, and check clutch/plunger error were revealed in the event history log. Functional testing was unable to duplicate the reported problem. However, the leadscrew, right and left clutch halves, and spring were found to be worn. It was determined that the worn parts caused the intermittent check clutch alarm. The leadscrew, right and left clutch halves, and spring were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a travel course error/ check clutch / plunger lever during preventive maintenance. The device made a pop noise before the error. There was no patient involvement.